Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the info that we can obtain from the initial complainant. Nakanishi received the info about a patient's burn injury due to overheating of the handpiece. Details are as follows: the pt complained about pain in mouth while cutting a tooth with nsk ti-max z95l. The pt was burned on the lip.

Manufacturer narrative:
Upon receipt of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device [(B)(6)]. These activities are described in more detail below. Methodology used: nakanishi measured the temperature rise of the returned handpiece as follows. Nakanishi rotated the handpiece at 200,000 rpm (motor revolution 40,000 rpm). Nakanishi confirmed a temperature above 60 degrees c 10 seconds after the beginning of eval, which is outside nakanishi specification. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi confirmed that resin of the ball holding portion in a ball bearing was broken in the headcap cartridge. Nakanishi also found a contact trace caused by contact with the push button on the surface of rotary shaft. Additionally, abrasive powder was observed on the shaft. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to damage on the ball bearing. There is a possibility that the push button was accidentally pressed by the operator. Contact of the inner parts causes abnormal rotation resistance that contributes to the handpiece overheating. In order the prevent the recurrence, nakanishi reminded the operator of the cautionary statement included in the user manual.